Event description:
Damage was reported to the pump housing and usb port by the caller, but it did not affect the pump's ability to be charged. There was no adverse impact to the customer¿s blood glucose level. Customer technical support planned to replace the pump with one that has updated software, providing instructions for its return and advising the caller on storage mode and replacement pump setup. The customer would continue using the current pump until the replacement arrives, ensuring insulin delivery is not interrupted. Training for the updated software would be available in the tandem source account.